Event description:
The pt expired. The cause of death and its relationship to the implantable neurostimulator system was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.